Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was in the tubing detachment at tubing connector (p cap) and the infusion set was in use for two day. No further information available.